Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the plunger cases were being held together with tape, the plunger flippers were crooked, the push block was upside down, cracked right plunger case, left plunger case screw bosses were all broken. A review of the event history log (ehl) identified syringe plunger not in place. The reported issue was verified during the visual inspection, both plunger cases physically damaged and the q1 chip was broken off the plunger board. The root cause of the issue was a result of the customer's impact to the device. Replaced both plunger cases and the plunger board. Performed power up process, preventative maintenance, occlusion test and all functional tests which passed.

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the plunger on the right side on a smiths medical pump is cracked/ plunger not working error/ dropped. No adverse patient effects were reported.